Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was placed on an unknown date to treat a benign lesion within the patient's esophagus. According to the complainant, during an esophagogastroduodenoscopy (egd) procedure for a planned stent removal on an unknown date, the physician went to remove the stent and tissue ingrowth was noticed through the stent covering in multiple places. The stent covering appeared to be "disintegrating." The stent was successfully removed from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure. It is important to note that this device was not used per the directions for use (dfu). The dfu states that the ultraflex esophageal ng stent system is "intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only... And indicated for occlusion of concurrent esophageal fistula." However, according to the complainant, the stent was used to treat a benign lesion.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was placed on an unknown date to treat a benign lesion within the patient's esophagus. According to the complainant, during an esophagogastroduodenoscopy (egd) procedure for a planned stent removal on an unknown date, the physician went to remove the stent and tissue ingrowth was noticed through the stent covering in multiple places. The stent covering appeared to be "disintegrating." The stent was successfully removed from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure. It is important to note that this device was not used per the directions for use (dfu). The dfu states that the ultraflex esophageal ng stent system is "intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only... And indicated for occlusion of concurrent esophageal fistula." However, according to the complainant, the stent was used to treat a benign lesion.

Manufacturer narrative:
Only the deployed stent was received for evaluation. A visual examination of the returned device found that the stent cover was missing. No other issues were noted with the stent. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label. The dfu states, "the ultraflex covered and uncovered esophageal and esophageal ng stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only." However, the complaint notes that the stent was used to treat a benign lesion. Additionally, the dfu states, "warning: the ultraflex esophageal stent system is not intended to be moved or removed once it is deployed. Moving the deployed stent may break the stent wire or dislodge the cover." However, according to the complainant, the stent was removed from the patient. Therefore, the most probable root cause is user error.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.